Manufacturer narrative:
(B)(6). The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number - unknown; manufacture date - unknown.

Event description:
It was reported that the patient underwent total shoulder replacement on (B)(6) 2014. During the procedure, while either inserting or removing the comprehensive standard taper adaptor trial, the rubber o-ring fell off into the patient. The o-ring was removed and another kit was used to complete the procedure.